Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified.at the consumer's request, the surgeon was not contacted.(B)(4).

Event description:
A consumer reported blurred vision following an intraocular lens (iol) implant procedure. The consumer indicated that the doctor mentioned the blurred vision might be related to her dry eye symptom or any other associated eye factors. The lens remains implanted.

Manufacturer narrative:
Evaluation summary: the product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The patient stated "the doctor mentioned it might results from her dry eye symptom or any other associated eye factors, and advised the patient it needs time to adapt to the implanted iol." (B)(4).